Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that doctor attempted to place one implant, it lacked primary stability and it was removed. No other implant was placed at that site but in the site next to it.